Manufacturer narrative:
Inherent risk of the procedure (restenosis requiring medical/surgical intervention).

Event description:
Two amphirion deep pta balloon catheters were used to treat 2 stenotic de novo lesions in the anterior tibial artery of the left leg. The procedure was reported to be successful. Patient is reported to have experienced high cholesterol and worsening of hyper triglyceridemia approximately one month post procedure. Approximately 3 months post procedure the patient experienced pain in the left leg and an ecodoppler exam was performed. Investigator reported that the event was probably related to the study device/ procedure. Approximately 5 months post index procedure the patient underwent a target lesion revascularization of the anterior tibial artery. A pta procedure was performed. Investigator reported that the event was probably related to the study device/ procedure. Ref MFR # 3004066202-2012-00013, 3004066202-2012-00014

Event description:
The previously reported revascularization in the left ata which occurred approximately 5 months post index procedure was prompted by a deterioration in rutherford class.